Event description:
It was reported that the 2.75 x 28 mm xience prime stent was implanted in the proximal left anterior descending artery (lad) on an unspecified date. On (B)(6) 2013, restenosis was noted in the proximal lad. A new stent was implanted for treatment and blood flow was restored. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.